Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient gender is unknown. Event date: unknown. Additional device product code is hwc. The reported lot number, 7719866, does not match the reported part number and could not be validated . The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to non-union. A trochanteric fixation nail system (tfn) system was originally implanted on (B)(6) 2015 to treat left intertrochanteric fractures. During the revision surgery the tfn system consisting of one 11.0mm titanium (ti) helical blade 85mm, one 10mm/130 degree ti cannulated trochanteric fixation nail 170mm, and one 4.9mm ti locking bolt were removed fully intact. The patient was revised with a proximal femur plate. The surgery was successfully completed and no surgical time delay reported. The patient's postsurgical status is unknown. This report is 1 of 3 for (B)(4).